Event description:
It was reported via repair work order that the scale was inaccurate due to malfunctioned footend load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.